Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the safety mechanism did not retract the needle. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is that the hcp pressed the button for the safety mechanism; however, its mechanism didn't work.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the safety mechanism did not retract the needle. There was no report of patient impact. The following information was provided by the initial reporter: the customer's report is that the hcp pressed the button for the safety mechanism; however, its mechanism didn't work.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 08-apr-2022. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used un-retracted unit for investigation. In addition, six photos were received. Upon inspection of the received unit, it was identified that the button cannot be pressed which confirms the reported issue. Further microscopic inspection revealed adhesive on the outside of the hub and on the button causing the defect of retraction failure. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Adhesive on the outside of the hub may occur due to station or part misalignment or adhesive buildup on the nozzle. Operators inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtime. Maintenance is performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. A device history record review was performed on this batch.